Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged visualization of particles in the tubing/chamber. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.